Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the left ventricular (LV) lead did not result in a QRS morphology better than the patient's intrinsic QRS morphology. It was noted that the right atrial (RA) lead was found to be dislodged, which was confirmed via chest X-ray. During the procedure, it was noted that the LV and RA leads were unable to be removed with stylets. Both the LV and RA leads were explanted and replaced. The patient was in stable condition.